Event description:
Customer reportedly received result of 441 mg/dl on her meter and 150 or 200 mg/dl on her physician's meter within 10 minutes. Prior to this appointment, customer stated she felt as though she may pass out and tested her blood glucose; result was 651 mg/dl. She went to lie down and thirty minutes later, her result was 479 mg/dl. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.